Event description:
Pt experienced multiple trauma (fracture of human humeral diaphsis, fracture of radius & ulna, and had a dirty elboe wound). Plate was implanted in 11/1999. Plate broke in two locations 4 months post operative and was removed on 3/29/1999. Dr questions whether fracture is fatigue or trauma related. Dr aslo mentioned pt was non-compliant.